Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 617 mg/dl. It was stated that the customer was vomiting, and had ketones prior to the admission. The customer had given a 10 unit bolus, but her blood glucose levels remained elevated. It was also stated that the customer was getting no delivery alarms. Nothing further was reported.